Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00880.

Manufacturer narrative:
Result: the second indigo system separator 5 was returned inside another cat5. The separator core wire was fractured just proximal to the bulb at the distal tip. The wrapping wire was still intact. The separator bulb was still attached to the distal end of the core wire and wrapping wire. Conclusion: the complaint has been evaluated. The complaint indicates that both separator bulbs were broken during use. The complaint description states that difficulty was experienced during clot removal and retraction of the separators. Evaluation of the returned devices confirmed a fracture in the core wire just proximal to the separator bulb at the distal end of both devices. Both core wires also show evidence of kinking at the break site. Based on the description of the event and evaluation of the returned devices, it appears that resistance was experienced during use, possibly related to the composition of the clot. Continued manipulation of the separator against resistance may have caused the separator wire to kink and eventually fracture. The kink in the proximal end of the cat5 was likely due to handling after the device was removed from the patient. There appears to have been no issue with the cat5 aspiration catheters used during the procedure. These devices are 100% visually and dimensionally inspected during process inspection. Evaluation of the returned devices revealed no evidence of a device malfunction.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system separator 5. During the procedure, two indigo system separators 5 became stretched at the distal tip. The separators were successfully removed from the patient and the procedure continued. There was no report of an adverse effect on the patient.